Event description:
Update 1.

Manufacturer narrative:
This was reported to hollister incorporated by the FDA on report number 0300890000-2025-8002. This number has been placed in h10.

Manufacturer narrative:
Device not saved so sample evaluation could not be conducted. Lot number not provided so DHR review not possible. Since the device was not returned for evaluation, and no photo of the reported broken device was provided the root cause of the reported device breakage could not be determined. Due to the limited information provided by the account the exact location of the device breakage could not be determined. This was reported to hollister incorporated by the FDA on report number (B)(4). Only the di of the UDI information is known since the lot number was not provided.

Event description:
It was reported that after intubating a patient, x-ray was attempting to place their board under patient when the anchorfast endotracheal tube fastener cracked. It was reported that this allowed the weight of the circuit to extubate the patient, and the cuff was inflated when this happened. Additionally, it was reported that the patient was re-intubated without incident. It was reported that the crack occurred on the bridge of the tube holder, which sits across the patient's upper lip.